Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture found that a material certification is required with each lot. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture string and fractured anchor were returned. There is a fragment of suture still through the suture window of the anchor and the prongs at the distal end of the insertion device are folded, blocking the channel in the shaft. All returned items have debris on them. Several frayed suture fragments were also returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. The provided photo was reviewed appears to show the twinfix device with an attached anchor and broken suture. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Therefore, no further clinical/medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the surgeon found that the twinfix ultra suture broke, and the iron sheet of anchor handle was blocked and could not be used. All the broken pieces were successfully removed by tweezers. The procedure was finished with a smith and nephew back up device. The current status of the patient is good. No delay or further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).